Event description:
The customer reported obtaining a non-reproducible troponin I (access accutni+3) result for one (1) patient (designated as patient one (1)) involving the access 2 immunoassay system serial number (B)(4). The patient's sample was retested in triplicate on the same access 2 immunoassay system and lower access accutni+3 results, within the laboratory's normal reference range, were obtained. The initial elevated access accutni+3 result was not released from the laboratory. There was no change or impact to patient care or treatment which occurred in association with the non-reproducible access accutni+3 result. The customer reported additional non-reproducible access accutni+3 results obtained on (B)(6) 2015. MDR 2122870-2015-00325 will address the non-reproducible access accutni+3 results for two (2) patients (designated as patients two (2) and three (3)). Quality control (qc), calibration, and system check were performing within assay and instrument specifications. The sample was collected in a lithium heparin gel tube and centrifuged for ten (10) minutes at 3500 rpm (revolutions per minute) and room temperature in a swing-bucket centrifuge. No sample integrity issues were noted by the customer. A beckman coulter (bec) field service engineer was dispatched to assess the instrument's performance.

Manufacturer narrative:
Patient demographics such as sex, age, date of birth or weight were not supplied by the customer. A beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument's performance. The fse found air bubbles in the wash pump and tubing for one of the dispense probes. The fse replaced the wash valve components including the stator, rotor and seal. After the repairs were completed all verification testing passed within published performance specifications. In conclusion, the cause of the non-reproducible troponin I (access accutni+3) result is due to hardware malfunction of the wash pump assembly, although no one part can be implicated as the sole contributor in this event. All MDR associated with this event: 2122870-2015-00324, 2122870-2015-00325.